Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient stated that the implant will sometimes turn over inside of the pocket. Patient described that sometimes when they go to lay down the battery will "get on the edge" and it really hurts so they have to sit back up and sometimes it will flip back over by itself and other times they have to flip it back into place. Patient reported event date as "years" and stated they hcp, told them this was normal.